Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver stopped working. It was reported that receiver was taken through an x-ray. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint could not be determined. A probable cause could not be determined. Labeling indicates: do not place any part of the dexcom g5 mobile system in the baggage x-ray machine or body scanner.